Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint performed pairing test with nordic bluetooth device: passed performed share log review and results does not show any issues related to the customer complaint. The reported event of loss of connection was undetermined. A root cause could not be determined.